Event description:
It was reported that the user experienced elevated blood glucose while using the ilet with a steel 6 mm contact/detach infusion set and rising glucose over several hours after consuming desserts; the user replaced the infusion set and cartridge per guidance, resumed insulin delivery, and was advised that frequent use of the same site could indicate scar tissue affecting absorption. Symptoms included hyperglycemia with a reported peak of 274 mg/dl and glucose above 180 mg/dl for approximately 3 to 4 hours, without ketone testing, alerts above 180 mg/dl for over 90 minutes, backup therapy, medical intervention, or acute health effects. Outcomes included no hospitalization, no need for assistance, and continued therapy after set and cartridge replacement. Investigation included user interview and troubleshooting with education. Investigation of this case revealed no confirmed device malfunction and a potential contribution from site selection and recent high-carbohydrate intake. It was concluded that the event was hyperglycemia with unclear cause, with user reeducation provided and device use continued. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.